Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-may-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving infumorph (25 mg/ml at 2.098 mg/day) via an implanted pump. It was reported that after the new pump was implanted, the patient started to go through symptoms of morphine withdrawal. The physician had an appointment with the patient on (B)(6) 2020 to assess the patient¿s symptoms and confirmed that the patient was showing signs of morphine withdrawal. The patient was scheduled the same day for a catheter replacement. The pump was not alarming and after running a log with the tablet showing no signs of motor stall or error messages the physician determined that the patient¿s catheter was the cause for the therapy disruption. During the procedure on (B)(6) 2020, the physician disconnected the patient¿s old catheter; tied it off with non-dissolvable sutures; and elected to leave it in the patient. A new catheter was implanted and connected securely to the pump. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved and it was indicated that the hcp had no further information to provide regarding the event.